Event description:
A customer reported a malfunction with their insulin pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup.